Event description:
On event date, dr was performing heart valve surgery when dr noticed a hole in their glove. The pt received 1 gm of vancomycin prophylactically due to the hole in the glove and the potential for infection.